Event description:
Non-us event; occurred in canada. Consumer reported that after 8 hours of wearing a pessary, she attempted to remove it and the string separated from it in one piece. She was unable to manually remove the pessary from her vaginal cavity herself so she went to the emergency room where it was successfully removed. She reported experiencing pain during her attempted removal and cramping after it was removed. She has recovered and she did not require any medication.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed, the finished product met all quality release criteria, and specifications were within allowable limits prior to release. Additionally, companion samples received of the product showed no defects or abnormalities.